Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. Review of the device log shows that the log is overwritten by pd core warning 247. The only information that could be discerned from the log is that the device was in pacing mode and it did not detect a valid impedance which causes the pd core warning 247 to be logged internally every 2 seconds until resolved. The device was put through extensive testing including pacing function using test accessories without duplicating the report. The device was recertified and returned to the customer. There are a number of factors that exist outside of a device malfunction that can cause this that include but are not limited to: poor coupling of the mfc/pads to the patient, poor coupling of the mfc/pads to the device, or an issue with the mfc/pads themselves. The multifunction cable and pads used during the event were not returned. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to pace. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.